Event description:
We received explanted devices from the field. No further information known.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical product: 02-012-41-3030 lgc 3 insert 13mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.